Event description:
Within a year, 3 bolts on my quikie 2 wheelchair broke. These bolts are on the armrests and hold them in place. One broke today as I was transferring out of my wheelchair. Thankfully, I did not fall out of my chair.